Event description:
When md checked for leak in anastomosis, multiple leaks were found throughout the entire staple line. We had to open another stapler, had to reposition patient during surgery. The product had patient contact but no harm.